Event description:
Six years after having a cypher stent implanted, the pt expired from an unk cause. The report received from the medical affairs department stated that the daughter-in-law and power of attorney for a pt called to report adverse events for her father-in-law, who had a cypher stent implanted in an unk coronary vessel in 2003. She additionally reported in 2007, the pt "couldn't walk very well" requiring nursing home admission for safety. Beginning in 2008, according to the reporter, he unintentionally "lost so much weight" from 200 to 160 pounds for a total of 40 pounds. The weight loss did not resolve. In 2009 during his ongoing nursing home admission, he developed congestive heart failure (chf). Treatment and outcome of the event was unk. Three months later, the pt experienced an unk event resulting in death according to the reporter.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional info will be submitted within 30 days upon receipt.